Event description:
It was reported by the patient that the "implant wire" and " implant" re moving towards their breasts. The patient has mentioned this to the physician. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.